Event description:
It was reported that both t1 and t2 deployed together. The procedure was complete with a backup fast-fix 360, and there was no patient injuries reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿as reported: "both t1 and t2 deploy together". T1, t2 and full suture were returned separated from the delivery needle. The suture has been cinched between t1 and t2. The depth limiter is attached. It has been retracted beyond the manufacturing position. It is also flared and puckered at the distal end. This is symptomatic of force, resistance and difficulty with the chosen meniscal tissue during attempted anchoring. The device has cycled and actuated prior. A functional test confirmed that the device still cycles and actuates as intended. No mechanical problem was found with the device returned.